Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving hydromorphone 0.5mg/ml at 0.54mg/day. The indication for use was spinal pain. It was reported that at the last refill 2-3 months ago the wrong concentration was entered. It should have been 0.5mg/ml and instead it was 1mg/ml of hydromorphone. The patient had no negative symptoms, though it was noted the patient did go the ER (emergency room) due to the flu and not the pump. Per the reporter they were going to refill the pump and correct the programming to the correct information.

Manufacturer narrative:
Concomitant products: product ID: a810, serial#: unknown, product type: software . Other relevant device(s) are: product ID: a810, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.